Event description:
It was reported following device replacement on (B) (6) 2009, the patient continued to experience a lack of effect. The device had never worked on the left side. The hcp performed an MRI and felt the lead on the left side was out of place but chose not to correct the issue at this time as it would "be too much." Additional information has been requested.

Manufacturer narrative:
(B) (4).